Event description:
The user facility reported a hose connection on their reliance eps detached at the connection point to the facility's incoming hot water supply. Hot water covered the floor, releasing steam and subsequently activating the fire alarm. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and confirmed the hose connection had detached, resulting in the reported leak. Upon further investigation, the technician identified the user facility's hot water supply outlet was not within the approved range specified by steris install requirements for temperature and pressure. The technician identified the incoming water pressure was higher than the reliance eps specifications and may have contributed to the hose connection failure. The technician made the necessary repairs to the reliance eps hose connections, tested the unit and confirmed the unit was operating to specification. The device history record for the reliance eps was reviewed and confirmed the unit was manufactured according to device specification. No further issues have been reported.